Event description:
Reported events of infection and "venous obstruction injury" from journal article, "treatment of injectable soft tissue filler complications", dermatol surg, 2009;35:1672-1680, doi: 10.1111/j.1524-4725.2009.01346.x. It is allergan's approach to compliance to resolve all doubt in favor of reporting.